Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that required intervention to prevent permanent impairment/damage occured in section b2. After review, it was determined that this was incorrectly selected in section b2. Nothing such has occured to the patient.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service centre for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of device was inspected. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by manufacturer. There were 16 errors found. The manufacturer concludes that they could confirm the customer allegation and there was evidence of visible foam degradation and unit was scrapped. Section d8, d9, h2, h3 and h6 (component code, type of investigation, investigation findings, investigation conclusions) updated in this follow up report.